Event description:
The patient contacted animas on (B)(6) 2012 and stated the up arrow and ok keypad buttons required multiple presses to elicit a response for the past six months. The patient denied damage to the keypad or trauma to the pump. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be fully intact; no peeling or tearing was observed. During testing the ok, up arrow and contrast keypad buttons were intermittently responsive, and required multiple presses to elicit a response. The down arrow keypad button was responsive. During investigation, evidence of contamination was found under all keypad contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.